Manufacturer narrative:
G4:02mar2021. B4:03mar2021. H11:g5:k102985. H11:b5:it was reported to philips that the device's ac power was connected, and there was no led (light emitting diode) illuminated on the power switch. H10: a philips field service engineer (fse) was dispatched to the customer site and it was determined that the power supply needed to be replaced to return the device to working condition. The fse replaced power supply to resolve the issue and bring the device back to functionality. Following the repair, the device was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The removed v60 power supply was returned to the failure investigation lab (fi). A visual inspection of the v60 power supply revealed no evidence of damage or contamination. The fi technician installed the v60 power supply into a fi ventilator to duplicate the reported issue. The investigation discovered that the high-performance resonant mode controllers ic leads gnd 4 to 5 internal components had shorted which caused the no ac power failure, confirming the reported issue.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 31dec2020.

Event description:
It was reported to philips that the device had no ac power. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.